Manufacturer narrative:
Pt's age, height and gender are not known to the MFR. Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered.

Event description:
Possible bowel injury. Treated with temporary diverting colostomy.